Event description:
Complainant alleged that during biomed testing the device displayed "system fault 36," "system fault 37," "defib fault 85," and "pacer fault 115" messages. Complainant indicated that there was no pt involvement in the reported malfunction.